Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 15mm x 2.25mm nc quantum apex balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured below the rated burst pressure. The physician was able to retrieve the whole system out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).